Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. No service history review can be performed as part number 03.118.111 with lot number(s) t981692 is a lot/batch controlled item. The manufacture date of this item is april 4, 2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported it was discovered after an unknown ankle procedure on an unknown date, the rotating cap from the silicone handle quick coupling with rotating cap was missing. The facility reported an x-ray was taken to ensure the cap did not fall into the patient. It is not known how or when the component fell off the device. There was no reported patient harm or surgical delay. This is report number 1 of 1 for (B)(4).